Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "customer called about our bd integra 3ml syringe with detachable needle.the customer stated after tighten the needle to the syringe, it was leaking....she stated she tried 2 different ones and both leaked after tightening the needle to syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "customer called about our bd integra 3ml syringe with detachable needle. The customer stated after tightening the needle to the syringe, it was leaking....she stated she tried 2 different ones and both leaked after tightening the needle to syringe."